Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade which required a pericardiocentesis . It was reported that during a pvc case, a pericardial effusion was noticed. The patient had a drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed since the procedure was still in process. The patient was reported to be in stable condition. The physician did not say what they thought may have caused the pericardial effusion. Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was that the patient fully recovered. Patient did not require extended hospitalization because of the adverse event. No transseptal puncture was performed. Ablation was performed prior to noting the pericarial effusion. No evidence of a steam pop occurred. The event occurred during the post ablation phase. The flow setting for the irrigated catheter used in the event was 8ml/min ablation, 2ml/min off ablation. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Parameters for stability for the visitag module used were size 3mm, 3mm range, 3 sec time, 3g force. No additional filter used with the visitag. Color options used prospectively was tag index.